Event description:
The customer stated that, upon replacing the power pack in his insulin infusion device, the infusion device displayed the "rewind" symbol that was expected to result in retraction of the piston rod. However, the piston rod was already retracted and the symbol never cleared from the screen. He stated that the infusion device was "frozen". During troubleshooting with a company representative, the power pack was removed and replaced in the infusion device. However, the result was the same and it was determined that the infusion device was not functioning properly. No physiological effects were reported. The pt did not required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.